Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the screwdriver shaft 2 long self-hold (p/n: 313.843, lot #: 9919131) was returned and received at us cq. Upon visual inspection, it was observed that the device was received disassembled from the quick coupling handle. The distal tip was observed to be stripped and there were scratches on the proximal end which could have been caused by forces during full disassembling from the mating device. They would have no impact on the functionality of the device. No other issues were identified with the returned device. Functional test: a functional test was performed during the service and repair evaluation. During the functional test, the screwdriver was stuck inside and the quick coupling handle failed to operate smooth and non binding. The quick coupling handle is being investigated under the pi-(B)(4). Can the complaint be replicated with the returned devices? Yes but the cause of the complaint condition was traced to the mating device as it was noted to be stuck and failed to operate. Dimensional inspection: the proximal tip of the screw driver was measured to be within the specification. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed 2.0 mm screwdriver blade self-retaining/t6 star drive. Complaint confirmed? Yes, the device was stuck inside the quick coupling handle during functional test. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the screwdriver shaft 2 long self-hold (p/n: 313.843, lot #: 9919131). There is no indication that a design or manufacturing issue has caused the complaint condition and the root cause was traced to the mating device as it was noted to be stuck and failed to operate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 313.843, synthes lot # 9919131, supplier lot # na, release to warehouse date: march 21, 2016, manufactured by synthes monument no ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the screwdriver blade was stuck inside the screwdriver handle. There is no further information available. This report is for one (1) stardrive screwdriver shaft sd6/self-retaining/2.0mm. This is report 2 of 2 for (B)(4).